Event description:
On (B)(6) 2014 the reporter contacted lifescan (lfs) (B)(4) alleging that the patient¿s onetouch verioiq meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation and additional information obtained when medical surveillance requested the csr contact the patient for follow up questions. The reporter stated that the alleged meter issue began on (B)(6) 2014 at approximately 8pm when a reading of ¿ >33.3mmol/l¿ was obtained using the subject meter compared to a reading of ¿15.0mmol/l¿ obtained using a second onetouch verioiq meter, both readings taken within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient manages her diabetes using insulin with no adjustments. During the follow up questions, the reporter stated that the patient had taken her usual dose of evening insulin (5 units of novorapid & 5 units of nph) earlier at about 6:30pm (with supper). The reporter stated that the patient was given an additional 0.5 units of novorapid insulin on (B)(6) 2014 at approximately 8.20pm in response to the elevated meter readings. The reporter stated that the patient experienced symptoms of ¿dizzy, shaky and not feeling right¿. During follow up the reporter stated these are the patient¿s usual symptoms for high blood glucose, and that the symptoms started before the alleged meter issue began. The reporter stated that no treatment was given at the time, but the patient¿s blood glucose was measured using a doctor/clinic device on (B)(6) 2014 at 8.55pm and a reading of ¿4.7mmol/l¿ was obtained and no further medical intervention was received at the hospital following the reported issue. At the time of troubleshooting, the csr determined that the unit of measure was set correctly at time of testing and the test strips had not expired. The csr was unable to walk the patient through a re-test and was unable to resolve the issue. Replacement products have been sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The reporter stated that the patient¿s symptoms and treatment correlated with the high readings obtained. In addition the symptoms began prior to the product issue therefore the meter did not contribute to the patient¿s symptoms. However, this complaint is being reported as a malfunction because the alleged meter/product issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up # 1 ¿ (03/23/2015). The patient¿s test strips have been returned on 2/11/2015 and evaluated by lifescan product analysis on 3/5/2015 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.